Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report. This is the same patient/event as MFR# 9610726-2011-00205.

Event description:
It was reported that, "the doctor found the tibial components to be loose, so he revised."